Event description:
Particulate was seen on the lens during insertion into the eye. Another lens was used to complete the surgery.

Manufacturer narrative:
This form was complete by the MFR. See MDR 1920664-2007-00693 for the intraocular lens used with this delivery device.